Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed. The device was not returned to bd for evaluation. Since the device was not returned and no objective evidence was provided the investigation will remain inconclusive for the reported circumferential balloon rupture issue. The root cause could not be determined. The device is labeled for single use. The catalog number identified in section d4 has not been cleared in the us, but is similar to the savvy long products that are cleared in the us. The pro code for the savvy long products is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 48512020 pta balloon dilatation catheter allegedly experienced a balloon rupture. This information was received from one source. This event involved a patient with no patient consequences. The patient is a 71 year old male with weight 58 kgs.

Manufacturer narrative:
The lot number was provided and a lot history review was performed. The device was not returned to bd for evaluation. Since the device was not returned and no objective evidence was provided the investigation will remain inconclusive for the reported missing component. The root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 48512020 pta balloon dilatation catheter allegedly experienced a balloon rupture. This information was received from one source. This event involved a patient with no patient consequences. The patient is a (B)(6) male with an unknown weight.